Event description:
There was a wash-out of the original gmk knee implant and the surgeon replaced the tibial poly insert due to possible infection. There is no determination of the pathogen at this time. Reference MFR report 3005180920-2014-00042.